Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. A surgical procedure to revise the implanted device will be performed but has not yet been scheduled. No further information was provided.